Event description:
Caregiver provided IV medication to pt. Retracting mechanism did not retract needle 100% which punctured staff. Dose: 10mg, frequency: prn, route: IV. Reason for use: severe agitation.